Event description:
On (B)(6) 2013, the reporter alleged the patient experienced low blood glucose (bg) on (B)(6) 2013 of 63 mg/dl and felt like ¿passing out.¿ the patient was taken to the hospital by emergency responders. The patient was given ¿glucagon paste¿ during transport to the hospital and was not treated with any intravenous medication or injections of glucagon. The patient¿s bg was reportedly released from the emergency room with a bg of over 140 mg/dl. The reporter stated, the patient had a few low bg readings since the weekend, usually around the same time of day between 2:30-3:00 pm with feeling like passing out. The patient had been to see the endocrinologist after being seen at the emergency room, but the reporter stated, he was not aware of any pump adjustments being made at that time. The reporter stated, the patient uses the pump during the day, but does not use insulin pump during the night and does not put the pump into suspend mode when not in use. The patient reportedly takes lantus insulin in the evening around 6:00-7:00 pm per the healthcare provider. The patient is a minor and the reporter stated that the patient¿s mother knows about how to use the pump with the patient; however, she is not available and is away for a couple of days. The reporter is not familiar with the operation and use of the pump and sometimes gives insulin by injection to the patient because, he is not certain about the pump functions. Neither the reporter nor the patient knew when the last time the site/set/cartridge was changed. The reporter stated, it was unknown if the carbohydrate counts on the morning of (B)(6) 2013 and the afternoon of (B)(6) 2013 were correct. Troubleshooting by customer support determined there was no evidence to suggest the pump gave too much insulin and defects were found with the pump. Customer support advised the reporter to follow up with the patient¿s healthcare provider as it appeared that the two reported incidences of low bg occurred after boluses had

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.